Event description:
It was reported that a burr became stuck with the rotawire. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the movement of the burr was not smooth and it felt like it was stuck. There was no kink noted on the wire. The burr was removed together with the wire as one unit. The procedure was completed using the device as it is. No patient complications were reported.